Event description:
It is reported that the patient presented with failed rotator cuff in 2008. Patient was revised to a reverse shoulder prosthesis. Implant date is unknown.

Manufacturer narrative:
Evaluation summary - the revision surgery was performed after the reported failure of the patient's rotator cuff. The reason for revision was not due to implant failure. No device s and/or x-ray were returned for evaluation. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable for item. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Review of the device history records did not find any deviations or anomalies for items. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.